Event description:
The complainant reported that a patient was implanted with an impella 5.5 via the aorta for mechanical circulatory support. After impella support was initiated, the patient¿s intra-aortic balloon pump was weaned and explanted while in the operating room. On the second day of support, the patient experienced atrial fibrillation. It was noted that the patient had a history of atrial fibrillation prior to impella insertion. The patient underwent cardioversion to resolve the atrial fibrillation. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The root cause of the arrhythmia was unable to be determined due to insufficient clinical details. The device passed all the post sterile inspection checks.